Manufacturer narrative:
One 139112ext was received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that the device exhibited signs of an angled seal. The device was dye leak tested. Dye leak testing found that the sterile barrier had been breached. This defect was likely caused during the sealing process during manufacture. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including; cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Inspect and test each device before each use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported 139112ext, ultraclean 4" blade, is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor in (B)(6) rejected one (1) 139112ext, ultraclean 4" blade, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.